Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient's chronic transvenous right ventricular (rv) rate/sense lead was laser explanted due to pacing impedance measurements of less than 200 ohms, and oversensed noise leading to multiple inappropriate shocks.

Manufacturer narrative:
The physician elected to utilize the rate/sense portion of the patient's chronic rv defibrillation lead, and no new rv rate/sense lead was implanted. The patient's crt-d remains implanted and in service. This event will be updated as additional information becomes available.